Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the mid right. Coronary artery (rca). There was a 100% stenosis, no calcification, and average tortuousity. The physician attempted to deliver the 2.50 x 24mm taxus express2 drug eluting stent to the mid rca, but was unable to cross the primary curve of the guide catheter. The physician removed the stent delivery system from the body and it was noted that the stent was damaged. The physician successfully completed the procedure with another of the same size taxus stent. There were no pt complications reported and the pt's condition is listed as good.